Manufacturer narrative:
Testing was performed on the penetration force for this batch combined with the cannula against the penetration force of a conforming batch that was retained by the manufacturer. The penetration force was found to be higher in the reported lot. The mean of 2.5 newtons vs 2 newtons. Despite multiple attempts to obtain the vendor investigation results, no further information has been provided. Review of the device history records (DHR) found no anomalies, deviation or non-conformances for this lot. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that the trocars were very hard to introduce into the eye and following removal did not close the wound sufficiently. Additional suturing had to be applied. There were no injuries to the patients. Based on the information provided, the number of patients and user facilities involved are unknown.